Event description:
The customer reported that the system was weak and unable to perform fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries were replaced, however, the quote for the tube was not approved and the system remains inoperable.